Event description:
Tampon is defective [device defective]. Case narrative: consumer reported via social media that the tampon is defective. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.